Event description:
It was reported that the implanted device alerted due to low atrial intrinsic amplitude. The p-wave measured 0.4 mv and the atrial sensitivity was fixed at 0.5 mv. Undersensing of atrial signals was noted on the presenting electrogram. Technical services recommended in-clinic assessment of atrial sensing parameters. The atrial lead remains in service and no adverse patient effects were reported.